Event description:
Caller reported cgm error 42. Blood glucose level was not adversely affected. Customer was guided by technical support to perform a complete pump reset, successfully resolving the issue, and they were able to start their sensor session without further errors.